Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1szq4, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having pain at the pocket site. Lead was tested for impedances and none noted, battery was in good working condition, a pocket revision was done prior. The system was explanted. No further complications were reported.